Event description:
Note the notice from FDA only lists crt-d but not the exact model type or date of event. Here is a copy of the FDA summary: "it was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with a right ventricular (rv) lead exhibited high out of range pacing impedances. Technical services (ts) reviewed and found intermittent high out of range right ventricular pacing impedances over the last year. No noise or signal artifact monitor episodes were observed. The field representative was unable to induce any noise or pacing impedance changes with pocket manipulation or isometrics. Ts recommended the crt-d be replaced. Subsequently, this crt-d was explanted. Another crt-d was implanted to complete the procedure. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
As no information was provided and as the serial number of the device is unknown and the device is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.